Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their drug infusion device. The drug being delivered was 8mg hydromorphone. It was reported that he got his first refill for his newest pump they could not find the port. This occurred in 2018. There were no symptoms reported. There were no further complications reported/anticipated.